Event description:
It was reported during service and maintenance, the cysto-nephro videoscope exhibited a substance in the air water nozzles and air water channels. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Additionally, in the parent complaint, the customer reported finding deterioration and delamination inside the tubing of the scope and assumed this contributed to the presence of foreign material; however, no information regarding reprocessing was provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.